Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported via email and on behalf of her daughter that after insertion of a tampon her daughter realized the string was not attached to the pledget. It was instead inside the applicator. Multiple attempts have been made to obtain further information regarding the daughter's use of the product and outcome, however, no further information has been received.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.